Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for compression fractures to t3 and t5. It was reported that when surgeon placed the osteointroducer into t3 and performed a biopsy then drilled and then tried to balloon and the balloon would not fit down. Surgeon couldn't get the balloon down the 10 gauge cannula and tried several times. The procedure was changed to vertebroplasty since couldn't perform a balloon kyphoplasty. The procedure was delayed by 15 minutes trying various curettes, bone fillers, and three other balloons trying to get down the cannula. The cannula was not the normal size because the balloon would not even get through it outside of the body without excessive force. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: the procedure was changed to vertebroplasty from balloon kyphoplasty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of part # kex102eb-cds, lot # 0227021137. Visual inspection did not reveal any damage to the cannula or the ibt that would contribute to the balloon not passing through the cannula. Functional inspection confirmed the ibt was able to pass through the cannula. Unable to determine if balloon was deflated properly before inserting through the cannula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.